Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder type of disorder: unspecified") and facial paralysis ("bout of bell's palsy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes simplex type I and herpes simplex type ii. Concurrent conditions included gerd. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), paraesthesia ("swelling face with tingle"), rash ("rashes or skin conditions: unspecified"), skin disorder ("rashes or skin conditions: unspecified"), migraine ("migraines"), headache ("headaches/pain and the base of her head for the past 6 month"), herpes simplex ("hsv I and ii"), swelling face ("swelling face with tingle"), swelling ("swelling in her neck"), upper respiratory tract infection ("upper respiratory infection"), sinus disorder ("sinus problems"), abdominal discomfort ("gi upsets"), abdominal distension ("bloating"), neck pain ("pain at the back of her neck "), rhinorrhoea ("runny nose"), nasal congestion ("nasal stuffiness"), sneezing ("sneezing"), angioedema ("angioedema"), rhinitis allergic ("allergic rhinitis") and muscle tightness ("suspect muscle tension"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, facial paralysis, paraesthesia, rash, skin disorder, migraine, headache, herpes simplex, swelling face, swelling, upper respiratory tract infection, sinus disorder, abdominal discomfort, abdominal distension, neck pain, rhinorrhoea, nasal congestion, sneezing, angioedema, rhinitis allergic and muscle tightness outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, angioedema, autoimmune disorder, facial paralysis, headache, herpes simplex, migraine, muscle tightness, nasal congestion, neck pain, paraesthesia, pelvic pain, rash, rhinitis allergic, rhinorrhoea, sinus disorder, skin disorder, sneezing, swelling, swelling face and upper respiratory tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns adult patient. Her historical/concurrent condition was added. Lab data was added. Essure indication was added. Following events: autoimmune disorder type of disorder: unspecified, rashes or skin conditions type: unspecified, migraines / headaches (pain and the base of her head for the past 6 month), swelling in her neck and face with tingle, upper respiratory infection, sinus problems, gi (gastrointestinal) upsets, bloating, pain at the back of her neck and the base of her head for the past 6 month, bout of bell's palsy, runny nose, nasal stuffiness, sneezing; angioedema, allergic rhinitis, suspect muscle tension, hsv I and ii were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder type of disorder: unspecified") and facial paralysis ("bout of bell's palsy") in an adult female patient who had essure (batch no: 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex type I, herpes simplex type ii and anxiety. Previously administered products included for an unreported indication: norco, penicillin and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norco, codeine sulfate and penicillin. Concurrent conditions included gerd. Concomitant products included gabapentin from 2011 to 2012, hydrocodone bitartrate; paracetamol (norco) from 2011 to 2012, hydrocodone bitartrate; paracetamol (vicodin) from 2011 to 2012 and valaciclovir hydrochloride (valtrex) from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/pain and the base of her head for the past 6 month"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: unspecified"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), paraesthesia ("swelling face with tingle"), skin disorder ("rashes or skin conditions: unspecified"), herpes simplex ("hsv I and ii"), swelling face ("swelling face with tingle"), swelling ("swelling in her neck"), upper respiratory tract infection ("upper respiratory infection"), sinus disorder ("sinus problems"), abdominal discomfort ("gi upsets"), abdominal distension ("bloating"), neck pain ("pain at the back of her neck"), rhinorrhoea ("runny nose"), nasal congestion ("nasal stuffiness"), sneezing ("sneezing"), angioedema ("angioedema"), rhinitis allergic ("allergic rhinitis"), muscle tightness ("suspect muscle tension"), abdominal pain ("abdominal pain"), human immunodeficiency virus transmission ("viruses were attacking my immune system") and malaise ("sickness"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, facial paralysis, paraesthesia, rash, skin disorder, migraine, herpes simplex, swelling face, swelling, upper respiratory tract infection, sinus disorder, abdominal discomfort, abdominal distension, rhinorrhoea, nasal congestion, sneezing, angioedema, rhinitis allergic, muscle tightness, human immunodeficiency virus transmission and malaise outcome was unknown and the headache, neck pain and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, angioedema, autoimmune disorder, facial paralysis, headache, herpes simplex, human immunodeficiency virus transmission, malaise, migraine, muscle tightness, nasal congestion, neck pain, paraesthesia, pelvic pain, rash, rhinitis allergic, rhinorrhoea, sinus disorder, skin disorder, sneezing, swelling, swelling face and upper respiratory tract infection to be related to essure. The reporter commented: insertion details: the device was in good position with 6 trailing coils in right tube and 3 trailing coils left tube. Surgical pathology report: benign fallopian tubes (two), each containing metallic coil consistent with an essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2011 by transvaginal ultrasound- everything looked good. Pelvic pain; headache. Most recent follow-up information incorporated above includes: on 4-jan-2019: reporter information was added. Essure lot number was added. Her drug allergies were added. Her historical condition was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder type of disorder: unspecified") and facial paralysis ("bout of bell's palsy") in an adult female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex type I, herpes simplex type ii and anxiety. Previously administered products included for an unreported indication: norco, penicillin and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norco, codeine sulfate and penicillin. Concurrent conditions included gerd. Concomitant products included gabapentin from 2011 to 2012, hydrocodone bitartrate;paracetamol (norco) from 2011 to 2012, hydrocodone bitartrate;paracetamol (vicodin) from 2011 to 2012 and valaciclovir hydrochloride (valtrex) from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/pain and the base of her head for the past 6 month"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: unspecified"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), paraesthesia ("swelling face with tingle"), skin disorder ("rashes or skin conditions: unspecified"), herpes simplex ("hsv I and ii"), swelling face ("swelling face with tingle"), swelling ("swelling in her neck"), upper respiratory tract infection ("upper respiratory infection"), sinus disorder ("sinus problems"), abdominal discomfort ("gi upsets"), abdominal distension ("bloating"), neck pain ("pain at the back of her neck"), rhinorrhoea ("runny nose"), nasal congestion ("nasal stuffiness"), sneezing ("sneezing"), angioedema ("angioedema"), rhinitis allergic ("allergic rhinitis"), muscle tightness ("suspect muscle tension"), abdominal pain ("abdominal pain"), human immunodeficiency virus transmission ("viruses were attacking my immune system") and malaise ("sickness"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, facial paralysis, paraesthesia, rash, skin disorder, migraine, herpes simplex, swelling face, swelling, upper respiratory tract infection, sinus disorder, abdominal discomfort, abdominal distension, rhinorrhoea, nasal congestion, sneezing, angioedema, rhinitis allergic, muscle tightness, human immunodeficiency virus transmission and malaise outcome was unknown and the headache, neck pain and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, angioedema, autoimmune disorder, facial paralysis, headache, herpes simplex, human immunodeficiency virus transmission, malaise, migraine, muscle tightness, nasal congestion, neck pain, paraesthesia, pelvic pain, rash, rhinitis allergic, rhinorrhoea, sinus disorder, skin disorder, sneezing, swelling, swelling face and upper respiratory tract infection to be related to essure. The reporter commented: insertion details: the device was in good position with 6 trailing coils in right tube and 3 trailing coils left tube. Surgical pathology report: benign fallopian tubes (two), each containing metallic coil consistent with an essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2011: everything looked good. Pelvic pain; headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder type of disorder: unspecified") and facial paralysis ("bout of bell's palsy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes simplex type I and herpes simplex type ii. Concurrent conditions included gerd. Concomitant products included gabapentin from 2011 to 2012, valaciclovir hydrochloride (valtrex) from 2011 to 2012, vicodin (norco) from 2011 to 2012 and vicodin from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/pain and the base of her head for the past 6 month"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: unspecified"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), paraesthesia ("swelling face with tingle"), skin disorder ("rashes or skin conditions: unspecified"), herpes simplex ("hsv I and ii"), swelling face ("swelling face with tingle"), swelling ("swelling in her neck"), upper respiratory tract infection ("upper respiratory infection"), sinus disorder ("sinus problems"), abdominal discomfort ("gi upsets"), abdominal distension ("bloating"), neck pain ("pain at the back of her neck"), rhinorrhoea ("runny nose"), nasal congestion ("nasal stuffiness"), sneezing ("sneezing"), angioedema ("angioedema"), rhinitis allergic ("allergic rhinitis"), muscle tightness ("suspect muscle tension"), abdominal pain ("abdominal pain"), human immunodeficiency virus transmission ("viruses were attacking my immune system") and malaise ("sickness"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, facial paralysis, paraesthesia, rash, skin disorder, migraine, herpes simplex, swelling face, swelling, upper respiratory tract infection, sinus disorder, abdominal discomfort, abdominal distension, rhinorrhoea, nasal congestion, sneezing, angioedema, rhinitis allergic, muscle tightness, human immunodeficiency virus transmission and malaise outcome was unknown and the headache, neck pain and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, angioedema, autoimmune disorder, facial paralysis, headache, herpes simplex, human immunodeficiency virus transmission, malaise, migraine, muscle tightness, nasal congestion, neck pain, paraesthesia, pelvic pain, rash, rhinitis allergic, rhinorrhoea, sinus disorder, skin disorder, sneezing, swelling, swelling face and upper respiratory tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . (B)(6) 2011 by transvaginal ultrasound- everything looked good . Quality-safety evaluation of ptc: unable to confirm complaints . Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Aka name was added. Events added: viruses were attacking my immune system and sickness. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder type of disorder: unspecified") and facial paralysis ("bout of bell's palsy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes simplex type I and herpes simplex type ii. Concurrent conditions included gerd. Concomitant products included gabapentin from 2011 to 2012, valaciclovir hydrochloride (valtrex) from 2011 to 2012, vicodin (norco) from 2011 to 2012 and vicodin from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/pain and the base of her head for the past 6 month"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: unspecified"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), paraesthesia ("swelling face with tingle"), skin disorder ("rashes or skin conditions: unspecified"), herpes simplex ("hsv I and ii"), swelling face ("swelling face with tingle"), swelling ("swelling in her neck"), upper respiratory tract infection ("upper respiratory infection"), sinus disorder ("sinus problems"), abdominal discomfort ("gi upsets"), abdominal distension ("bloating"), neck pain ("pain at the back of her neck"), rhinorrhoea ("runny nose"), nasal congestion ("nasal stuffiness"), sneezing ("sneezing"), angioedema ("angioedema"), rhinitis allergic ("allergic rhinitis"), muscle tightness ("suspect muscle tension") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, facial paralysis, paraesthesia, rash, skin disorder, migraine, herpes simplex, swelling face, swelling, upper respiratory tract infection, sinus disorder, abdominal discomfort, abdominal distension, rhinorrhoea, nasal congestion, sneezing, angioedema, rhinitis allergic and muscle tightness outcome was unknown and the headache, neck pain and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, angioedema, autoimmune disorder, facial paralysis, headache, herpes simplex, migraine, muscle tightness, nasal congestion, neck pain, paraesthesia, pelvic pain, rash, rhinitis allergic, rhinorrhoea, sinus disorder, skin disorder, sneezing, swelling, swelling face and upper respiratory tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2011 by transvaginal ultrasound- everything looked good . Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Event abdominal pain added. Events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.